Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) due to an extended charge time of 30.5 seconds. Battery voltage remained acceptable to provide critical therapy delivery, exhibiting a voltgae of 2.66 volts. A boston scientific crm technical services (ts) consultant discussed the product update describing extended charge times. The device will be scheduled for replacement. To date, there have been no reported patient symptoms associated with this clinical observation.